Event description:
It was reported that this patient received an inappropriate electric shock for atrial fibrillation (af) with rapid ventricular response (rvr) by this implantable cardioverter defibrillator (ICD). The rhythm eventually stabilized naturally. Technical services (ts) provided troubleshooting options to health care professional (hcp) including device optimization recommendations. Additional information was received which reported that this patient received another inappropriate shock due to af with rvr. The rhythm did successfully convert to sinus rhythm. The physician wanted assistance with increasing the ventricular fibrillation (vf) zone. At this time, the device remains in service. No additional adverse patient effects were reported.